Event description:
In 2008, boston scientific corporation was informed that the resolution clip device clip had just one prong on it. She stated that it was noticed after it was advanced through scope. The procedure was completed with another of the same device without any pt complications. Pt is "fine".

Manufacturer narrative:
The suspect device has been disposed. A device eval will not be performed; therefore, the cause of the reported event is undetermined.